Manufacturer narrative:
Patient weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A right ventricular (rv) lead was present in the patient but was not initially targeted for extraction. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. The physician began the procedure by using a spectranetics 14f glidelight laser sheath. Encountering difficulty due to scar on lead to lead binding, the physician decided to remove the rv lead, hoping to make it easier to remove the ra lead. An lld was inserted into the rv lead to provide traction, and the rv lead was removed successfully. The physician began again to attempt removal of ra lead and while attempting extraction, the ra lead dislodged from the right atrial appendage, but was still connected proximally near the superior vena cava (svc). While advancing the glidelight and applying traction, it was visually observed that the ra lead released, and the patient's blood pressure dropped rapidly. Rescue efforts began, including pericardiocentesis, rescue balloon and sternotomy. An anterior svc perforation was discovered and was successfully repaired, and the patient survived the procedure. This report captures the 14f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.